Manufacturer narrative:
(B)(4). The customer reported that the device locks up at the charge button step in operational check. The philips response center representative walked the customer through reloading the software on the device to resolve the issue.

Event description:
The customer reported that the device locks up at the charge button step in operational check.